Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported it was ¿taking over 10 minutes to complete the cycle thing after it hits 90%¿ which the patient clarified to mean that there was a telemetry delay at 90%. The patient stated that they were trying to clear out the data in relation to the delay with the 90%. The patient stated that they thought they were told that they had to be in the office for that and were sitting at their doctor's office now but hadn't seen the doctor yet. When the agent was reviewing the clear data steps, the patient stated, ¿I could have done this months ago.¿ when agent inquired about the event date, the patient stated since they got the device and did not provide further information. During the call, the agent assisted the patient in clearing the data.